Event description:
A user facility reported a pt experienced and unexpected outcome following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported there was an "unexpected shift in axis of astigmatism"; the preoperative and postoperative astigmatism was unchanged, however, the pt refracts 45 degrees off axis to the number determined by the calculator. He reported the event is expected to resolve with glasses and there were no medical or surgical interventions performed.

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 02/24/2012 and 02/28/2012 by phone, fax, and mail. A completed questionnaire was received on 03/12/2012. (B)(4).